Manufacturer narrative:
The insulin pump alarmed button error due to corroded keypad traces. The device had cracked case at the display window corner, minor scratches on the lcd window, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 200 mg/dl. Customer stated the device was wet since he dropped a beverage on his pocket. It worked but 30 minutes later the device alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.